Event description:
The patient reported frayed wires of the power cord. The power cord was replaced and there were no adverse consequences reported by the patient.

Event description:
Investigation of returned power accessories confirmed exposed wires were present on the power supply (cm1110) and no damage or exposed wires were present on the power cord (cm3020).

Manufacturer narrative:
One cardiomems patient electronic system power cord and one cardiomems patient electronic system power supply were returned for investigation. Visual inspection verified the cable of the power supply was frayed and wires were exposed. No damage was observed on the power cord. The field reported event of fray was confirmed in regards to the power supply.